Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced issue with six infusion sets on (B)(6) 2023 as the infusion set tubing was detached from the connector and the infusion set was used within two days. The specific blood glucose level value at the time of event was unknown. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 6. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 19-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from tubing connector detached from infusion set (cannula part/base piece) to leak between tubing and site connector - detachment / significant wetness, which requires additional activities not included in the original investigation dated 02-oct-2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 19-mar-2026 against lot number 6000710 and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur, leak between tubing and site connector - detachment / significant wetness. The review confirmed that lot 6000710 and the identified failure mode are not associated with any non-conformance report (ncr) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 19-mar-2026 against lot number criteria equal 6000710 and similar malfunction codes:leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur, leak between tubing and site connector - detachment / significant wetness. The number of complaints is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 6000710 was manufactured according to work instruction (wi) version 103 and manufactured in the laser - li82 on 28-mar-2023 with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 3c05369 was manufactured according to the wi version 55 and manufactured in the 5c01, on 27-mar-2023, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 04-sep-2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 6000710. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts) CAPA determination = no CAPA required complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.